Event description:
Patient was in ICU and began to experience cardiac arrest. Pt was ordered to received norepinephrine for low blood pressure. Nurse attempted to load IV tubing into IV pump but failed as pump alarmed "occlusion". Rn moved drug to another pump along with tubing alarmed occlusion. Rn reset and IV pump stopped alarming. Rn assumed IV was running after 1 1/2 hours - rn noticed no drug had been delivered and pt still experiencing low blood pressure. Rn ultimately changed out tubing and drug was delivered. Patient's blood pressure eventually responded.